Event description:
The lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Melted polyurethane insulation was noted 25 centimeters from the terminal pin, likely induced from electrocautery damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As of today, the lead has not been recieved for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.